Event description:
The user had activated the hand piece close to a piece of gauze, which had caught on fire, which in turn caught the pillow on fire, and singed the patient's hair.

Manufacturer narrative:
Although the patient's hair was singed, they did not sustain any injuries. However, as there was a fire in the operating room, conmed has decided to notify the FDA of this potentially hazardous event. There wasn't any indication that the product had malfunctioned. During a phone conversation with the surgeon, a discussion was held pertaining to how the gauze may have caught on fire due to the proximity of the hand piece's energy output.